Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is related to use error. The following factors outlined in the reported product¿s direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the handpiece could not pass the test and indicating that the phacoemulsification tip was loose before cataract with intraocular lens implantation surgery for the left eye. The surgery was completed on the same day after replacing the sterilization tip with a new one, then the handpiece test passed. There was no impact to the patient. This report pertains to the phacoemulsification tip involved in this complaint.